Event description:
End user's wife reported that the legs on her husband's 9670 transfer bench gave way due to rust. User fell into the shower, paramedics were called to get user up out of the tub and check him out. User sustained bruises, did not go to the hospital.